Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that a patient was noted to have glistenings in an implanted (iol) intraocular lens. The surgeon clarified that the glistenings are central and the patient is reporting vision concerns. The lens was exchanged approximately two months after initial implantation. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. (B)(4).

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics are bent in the gusset areas. The optic is torn/split/cracked and cut into two pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the optic damage. The product investigation could not identify a root cause for the reported complaint of "glistening". The lens is too damaged to conduct a check for the optical resolution. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).